Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and the archive data review. The root cause for the ua07 error message was due to the damaged load cell module 1. Upon visual inspection, unrelated to the reported complaint, observed damaged load plate cover with the hole that affects the watertight seal and cracked front cover. The load plate cover and the front cover were replaced to remedy the damage. The physical damage was appeared to be due to mishandling. The autopulse platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. The archive data review showed occurrence of ua 07 error message on the reported complaint date. The load sensing system has detected a weight or load imbalance between the two load cells, checked during power-on-self-test. Load cell characterization results confirmed load cell module 1 was over reported. The load cell module 1 was replaced to remedy the reported complaint. Further review of the archive showed occurrence of multiple ua41 (patient temperature sensor failure) error message, unrelated to the reported complaint. Replaced the patient temperature sensor as a precautionary measure to prevent the reoccurrence of ua41 message. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No additional information was provided. No known impact or consequence to patient information was provided.